Event description:
Boston scientific received information that this left ventricular lead displayed high pacing thresholds and muscle stimulation. The lead was reported to have dislodged. The local boston scientific field representative reported that the patient was to be seen at a later date for a lead revision procedure. There were no adverse patient effects reported. The lead remains in service.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.